Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 48-year-old caucasian female who underwent primary breast reconstruction with 350cc mentor memorygel breast implants experienced bilateral rupture and left sided capsular contracture post procedure. The left breast was painful and sitting high after the surgery. Magnetic resonance imaging revealed rupture years later. As a result, replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2021. See 1645337-2022-08941 for contralateral prosthesis report.